Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer to perform a system check, but no issues were identified. The customer replaced pump supplies as necessary and resume insulin therapy.